Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp single stage venous cannula with a right-angle metal tip, it was reported that shortly after initiation of the cardiac surgery with bypass, it was noted that the drainage from the right atrium (ra) was not as adequate as expected, considering the cannula size. Central venous pressure (cvp) was showing 1 mmhg during the case. Post bypass, there was a fibrin/clot found inside the cannula. The use of the device was unspecified. There was no adverse patient effect associated with this event.